Event description:
It was reported that during a clinic visit, it was noted that there was no pacing output on the ventricular lead. The x-ray examine found the lead to be complete, so physician decided to open the pocket. Once the pocket was open, the physician noted that the device was not connected tightly to the lead. The connection was tightened and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.